Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed stuck button. The customer¿s blood glucose was 10.3 mmol/l at the time of incident. Stuck button troubleshooting was performed and customer's parent stated that the customer could have slept on the insulin pump. Customer's parent stated that they were unable to clear the stuck button alarm. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device alarmed hardware low level failures, variable three, during self test and was confirmed in device history file due to cold solder joint at keypad assembly. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window. Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, missing serial number label, missing end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.